Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volift¿. Approximately a month later, patient contacted hcp and reported redness, swelling, soreness, and a heat sensation with no fever. Patient was prescribed heracillin® 500 mg x 3 for one week. Patient was seen at the office three days later. Per hcp, the area became very swollen, sore, and red when an 2-3cm abscess was discovered. Patient had no change in oral cavity and the mucosa was intact with no symptoms appearing in that area as there was decent color and structure with no swelling. Patient visited a dermatologist where the abscess was drained and culture was sent; no growth took place. A week after the patient was seen at the office and patient has completed their antibiotic treatment, patient called the office and reported that the area was "filling up" and had turned red and inflamed. Hcp noted it didn't appear to be a granuloma or infection. Symptoms ongoing.